Manufacturer narrative:
Additional information: mentor acknowledges the discrepancy between the manufacturing date and implantation date of the impacted device. If additional information is received, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a caucasian female underwent breast surgery with 325cc saline mentor smooth oval marry with leaf valve breast implants and experienced deflation on the right side postoperatively. As a result, the patient underwent device removal and replacement with a similar 325cc saline mentor smooth oval marry with leaf valve breast implant, catalog number 3501950mt, lot number 87866 on (B)(6) 1994.